Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was right middle cerebral artery stroke and non-st segment myocardial infarction. No additional information was available at this time.

Manufacturer narrative:
A partial lead with the pin measuring 4.5 cm was returned for analysis. The portion of the lead that was returned was otherwise normal.